Event description:
ICU medical jelco lots of problems with the 20ga IV catheters, IV catheters are "sticky" hard to slide catheter off the needle. Easy to slide off prior to inserting into pt, after inserting into pt, difficult to slide off. IV catheters won't advance through valves, or through vein, either blowing vein or leaving bruising at site. Three different nurses used catheters, missed all IV's attempted with this lot number, used different lot number for second attempt and was always successful. Multiple uses of these catheters with this lot number, used at different times with different nurses resulted in missed IV's & pain. Manufacturer response for 20g x 1in IV catheter, jelco (per site reporter). No response.